Event description:
Device history record was reviewed, no event linked with the reported issue was found device logs were not provided the reported device was not returned to our laboratory for analysis. Device logs were not provided. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the device was not returned, the root cause of the reported issue remains unknown (not returned). However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation to our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported: the customer reported a potential inconsistency in the operation of the syringe pump used for morphine administration. According to the client, the pump was set up at 5:00 am (B)(6) 2025, with an infusion rate of 1 ml/h and scheduled to end at the same time on (B)(6) 2025. However, the system showed two medication adjustments, one at 5:00 am, as planned, and another at noon on (B)(6) 2025. Additionally, the syringe label indicated a start time of 2:00 pm on (B)(6) 2025, which conflicts with the other records. The syringe and pump were replaced at 9:00 pm on (B)(6) 2025, with 7 ml of solution remaining, consistent with an infusion that began at 5:00 am on (B)(6) 2025. Due to these discrepancies, the client requests a technical service call to retrieve and analyze the pump's event log to determine whether there was a device malfunction or operational error. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.